Event description:
After an implantation time of about (B)(6), it was reported to us that artifacts occurred, probably due to a defect of the insulation on the lead. The lead was removed on (B)(6) 2011.

Manufacturer narrative:
As part of the analysis of the electrode was observed that the insulation and lead wire were damaged to the ring electrode by rubbing through. These damages are to be regarded with high probability as the cause of the clinical complaint. The observed type of damage requires an excessive mechanical stress for a longer period of the electrode. X-rays or diagnostic images of another kind which information about the relative positions of the implanted system, were not available for analysis. There was no evidence of material or manufacturing defects.